Event description:
It was reported that bd precisionglide¿ needle had incorrect label information. This was discovered before use. The following information was provided by the initial reporter: material no.: 305125; batch no.: 8331535. It was reported that the customer ordered item 305125 but the product wrap inside the box states it is item 305122. Verbatim: caller stated the box ref number is 305125 which is what he ordered but the product wrap inside the box states it is 305122. He mentioned that the needle inside the wrapping seemed to be the correct product however the packaging had and incorrect material number.

Manufacturer narrative:
H.6. Investigation: eighty (80) samples were provided by the customer for investigation in a shelf carton. The shelf carton is labeled 25g x 1 however, the blister packs inside the shelf carton are labeled 25g x 5/8. The lot number is the same on the shelf carton and the blister packs. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on a previous investigation of this batch for this non-conformance it was determined that during the production of this batch a roll of top web was replaced with an incorrect roll by a manufacturing associate. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle had incorrect label information. This was discovered before use. The following information was provided by the initial reporter: material no.: 305125, batch no.: 8331535. It was reported that the customer ordered item 305125 but the product wrap inside the box states it is item 305122. Verbatim: caller stated the box ref number is 305125 which is what he ordered but the product wrap inside the box states it is 305122. He mentioned that the needle inside the wrapping seemed to be the correct product however the packaging had and incorrect material number.